Event description:
It was reported to philips that the system gave an alert indicating the image disk space was low, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnostic procedure. The procedure was delayed and completed by moving the patient to another room. A philips remote service engineer (rse) connected with the customer remotely and discovered a "free space low, delete examination" message. The rse deleted patient data and rebooted the system, but the issue persisted. A review of the system logfile, it was identified that the image processing pc (ippc) was not starting, causing image storage to remain unavailable. Upon troubleshooting actions, the philips field service engineer (fse) inspected the system onsite, cleared the storage on the fsf and restarted the system. After these repairs, the system was returned to use in good working order.